Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that there was a low flow of 1lpm. The patient was in hypothermia mode for 3 hours with a target temperature of 34°c; however, the patient's temperature decreased to 33.2°c. The water temperature was 32.8°c with a flow rate of 1lpm. The nurse did not note any alerts or alarms. The patient was (B)(6) with 4 medium pads in place. The nurse administered ativan, and subsequently the patient's temperature began to decrease. The nurse tried to disconnect and reconnect the pads holding only the blue foam tubing with no change in the flow rate. Changing the pads to a different valve set on the fdl also did not change the flow rate. The nurse then placed the device into manual control with a water temperature of 40c°. The water temperature rose accordingly. With only the fdl attached the system diagnostics displayed the following: fr= 1.7lpm, ip= -7, and a cp= 34%. No alerts or alarms were present. Each pad was subsequently added sequentially. (Rc= fr 1.9l/min and ip - 7), (rt= fr 2.5l/min , ip - 7), (lc= fr 0.3l/min, ip -6.8), (lt= fr 0.4l/min, ip-7). Ms&s advised that she change pads. The nurse then emptied and disconnected the pads. She added a bair hugger and turned on the vent warmer during the troubleshooting. The patient 's temperature increased to 32.8°c, with a water temperature of 39°c. The pump hours were 182.3. The nurse fitted the patient with a new set of pads and therapy was completed without further issues.

Manufacturer narrative:
The event reported ¿it was reported that there was a low flow of 1lpm. The patient had been in hypothermia mode for 3 hours with a target temperature of 34c. The patient temperature had dropped to 33.2c. The water temperature was 32.8c with a flow rate of 1lpm. The nurse did not note any alerts or alarms. The patient was (B)(6) kg with 4 medium pads in place. The nurse had administered ativan right before the patient's temperature started to drop. The nurse tried to disconnect and reconnect the pads holding only the blue foam tubing with no change in the flow rate. Changing the pads to a different valve set on the fdl also did not change the flow rate. The nurse then put the device into manual control with a water temperature of 40c. The water temperature rose accordingly. With only the fdl attached the system diagnostics displayed a fr= 1.7lpm, ip= -7, and a cp= 34%. No alerts or alarms were present. She then added back each pad sequentially. (Rc= fr 1.9l/min and ip - 7), (rt= fr 2.5l/min , ip - 7), (lc= fr 0.3l/min, ip -6.8), (lt= fr 0.4l/min, ip-7). Ms&s advised that she change pads. The nurse then emptied and disconnected the pads. She added a bair hugger and turned on the vent warmer during the troubleshooting. The patient temperature was up to 32.8c with a water temperature= 39c. Pump hours 182.3. The nurse fitted the patient with a new set of pads and therapy was completed without further issues¿ was unconfirmed for the reported issue. Visual inspection noted the pads were found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears or perforations. The seal between the manifold connector and pad was found completely sealed. The energy connector was found free of damages and the pad was noted with sealing presence. No related manufacturing issues were noted during the visual evaluation of the pad returned. According the test method tm7600515 the flow rate was found to be acceptable on the returned pad. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that there was a low flow of 1lpm. The patient was in hypothermia mode for 3 hours with a target temperature of 34°c; however, the patient's temperature decreased to 33.2°c. The water temperature was 32.8°c with a flow rate of 1lpm. The nurse did not note any alerts or alarms. The patient was (B)(6) kg with 4 medium pads in place. The nurse administered ativan, and subsequently the patient's temperature began to decrease. The nurse tried to disconnect and reconnect the pads holding only the blue foam tubing with no change in the flow rate. Changing the pads to a different valve set on the fluid delivery line (fdl) also did not change the flow rate. The nurse then placed the device into manual control with a water temperature of 40c°. The water temperature rose accordingly. With only the fdl attached the system diagnostics displayed the following: flow rate (fr)= 1.7lpm, inlet pressure (ip)= -7, and a circulation pump (cp)= 34%. No alerts or alarms were present. Each pad was subsequently added sequentially. (Rc= fr 1.9l/min and ip - 7), (rt= fr 2.5l/min , ip - 7), (lc= fr 0.3l/min, ip -6.8), (lt= fr 0.4l/min, ip-7). Ms&s advised that she change pads. The nurse then emptied and disconnected the pads. She added a bair hugger and turned on the vent warmer during the troubleshooting. The patient 's temperature increased to 32.8°c, with a water temperature of 39°c. The pump hours were 182.3. The nurse fitted the patient with a new set of pads and therapy was completed without further issues.